Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the electrode pads would not adhere to the patient's skin causing the device to be unable to obtain an ECG signal via electrode pads. Complainant indicated that this caused a delay in obtaining the ECG signal from the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This report was identified as an isolated incident in the assembly process. The liner was found present on the gel of the apex pad, but not the sternum pad. The linear should be removed during the assembly process. Due diligence in the investigation included a review of retained samples and complaint history for the lot and the product line. No further action at this time. Analysis of reports of this type has not identified an increase in trend.